Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump was returned for investigation, which revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) /2013. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred which was duplicated during evaluation. During evaluation the pump could not complete the load cartridge step. The force sensor was found to be out of calibration. The pump was opened and a component on the force sensor circuit was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).